Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Only the main coil and introducer sheath were returned for this complaint. Besides, a non bsc catheter was returned. The main coil was found kinked and stretched, besides, the fiber bundles had blood residues. The interlocking was detached. No more damages were found in the device. It was necessary to cut the microcatheter in order to release the main coil, the main coil was stuck. The delivery wire was not returned. The zap tip has a smooth surface. The main coil was stretched and kinked near the interlocking arm; more stretched sections were observed along the main coil. The interlocking arm was detached. Dimensional inspection of the main coil revealed the components were within specification except the number of fiber bundles, which were not in specification as fiber bundle count was below specification.

Event description:
Reportable based on device analysis completed on 05feb2020. It was reported that the coil was stuck in catheter. The target lesion was located in the renal artery. A 10mm x 40cm .035 interlock coil was selected for use. During procedure, it was noted that the coil could not be advanced and could not be withdrawn from the catheter. Also, while the physician tried to withdraw the delivery catheter, the coil was stuck in the middle part of the catheter. The device was removed within the catheter all together and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed that there were missing fiber bundles.